Manufacturer narrative:
(B)(4). The devices product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A family member contacted baxter (B)(6) and stated that the home patient(hp) had been hospitalized with peritonitis. Outcome and causality were not reported. There was no allegation of device malfunction. On (B)(6) 2011, information was received from a physician. (B)(6). On an unknown date, she was hospitalized for peritonitis. An unspecified antibiotic was administered. At the time of this report, the event was resolving and pd therapy was continued unchanged. The physician believed that the event was not related to pd solution, because the event was endogenous. The physician considered the event as non-serious.